Event description:
The customer alleged they received questionable creatinine jaffé gen.2 (crej) result for one patient on their c501 analyzer. The patient's initial crej result was -0.96 mg/dl accompanied by a data flag. The second crej result was -0.79 mg/dl accompanied by a data flag. The third crej result was -1.45 mg/dl accompanied by a data flag. The fourth crej result was 0.35 mg/dl. On (B)(6) 2014, the fifth crej result was 0.99 mg/dl. The results were reported to a physician within the same clinic. Per the laboratory staff, "no patient was adversely affected by this result as the physician was aware that the results are erroneous and didn't take any medical decision based on those results". The crej reagent lot number was 684111 and the expiration date was 02/27/2015. The field service representative visited the site to check the analyzer. He found a problem with the rinse mechanism alignment. It appeared the customer had removed the rinse mechanism during maintenance and in the process bent one of the teflon tip nozzles which was then splashing water. This has been corrected.

Manufacturer narrative:
This event occurred in (B)(6).